Event description:
It was reported that during a mitral valvuloplasty procedure, a tamponade occurred. In preparation of the transseptal puncture due to mitral valve stenosis, the physician inserted a sl0 transseptal sheath with the dilator over the guidewire and moved it towards the atrial septum. The cook transseptal needle was inserted and moved forward into the sheath, but tension was felt on the needle. The needle was then difficult to move forward and when pushing with a bit more force, the needle exited the sheath and pointed in a different direction than the tip of the sheath. The system was removed from the pt and exchanged. The pt's blood pressure dropped and an ultrasound revealed a cardiac tamponade, requiring a pericardiocentesis. After the pt's circulation was stabilized, the procedure was stopped and the pt was transferred to intensive care. Analysis of the returned device revealed skiving on the inner wall of the introducer.

Manufacturer narrative:
One 8.5f swartz braided introducer, one 8.5f transseptal dilator and one competitor's transseptal needle with no stylet were received for evaluation. The dilator was inserted into the sheath and snapped into the hub; no anomalies were observed. The needle (without the stylet) was inserted through the introducer/dilator assembly; slight resistance was encountered at the curve. Slight force was then used to advance the needle, which exited the tip end of the dilator with blue plastic shavings noted on the tip of the needle. The 3.0 inches of the distal end of the dilator was cross-sectioned open which confirmed skiving occurred during the insertion step of testing. Additionally, other gouges along the inner wall of the dilator which is consistent with multiple attempts at inserting the transseptal needle. The gouges along the inner wall of the dilator are consistent with not using a stylet in the transseptal needle during insertion through the sheath/dilator assembly. Review of the device history record could not be performed as the lot number was not provided. The root cause classification was consistent with use/user error. The IFU states "during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator)."